Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected pt/inr results on a (B)(6) year old male patient. There was no additional patient information available at the time of this report. The patient was on lovenox and warfarin at the time of the I-stat pt/inr test. The lovenox was not stopped prematurely based on the I-stat result. Customer waited for the lab result before changing patient's dose. The patient was called to have their warfarin dose increased once the lab result was obtained. Date: (B)(6) 2013, method: stago, time: 09.32, inr: 1.36; (B)(6) 2013, I-stat, 09:09, 2.0. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).